Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with 2 syringes of juvéderm voluma® xc. 4 months later, patient presented with late onset nodules, inflammation, "hot, swollen, redness in area where injected." Biofilm was also noted. It was also reported that patient is ¿scared and upset." Patient was provided antibiotics and steroids and treated with hyaluronidase a week after symptom onset. The filler was removed with hylenex. Antibiotic and steroid treatment continued for 4 weeks. The patient is "having symptoms again."